Event description:
As reported by our edwards lifesciences affiliate in australia, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position. During the procedure, some resistance was encountered when advancing the delivery system with the valve through esheath. After valve deployment, the delivery system was withdrawn through esheath, and a distal tip torn was observed. The patient did not suffer any injury and was in a stable condition.

Manufacturer narrative:
The investigation is ongoing.